Event description:
The customer contact reported no flow. On an unspecified date, a primary tubing set was being used to deliver an unspecified volume of lactated ringers, at an unspecified rate, via a pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal needleless valve connector y-site on the primary tubing set for piggyback delivery of 500ml of vancomycin. It was reported that the primary solution container was hung lower than the secondary solution container. It was reported 30 minutes after the piggyback delivery was started, no flow of solution was noted. The secondary tubing set was replaced and the therapy was resumed. The customer contact reported a 30 minute delay in critical therapy; however, there were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.